Event description:
It was reported that sometime post port placement, there was no venous return despite 3 attempts upon injection of nacl the patient felt pain. It was further reported that the catheter was migrated to the distal end into the cardiac and the distal end removed. The patient status was unknown.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the third complaint reported for this lot number and the lot met all release criteria. A device history record review is required. Investigation summary: one x-port isp attached to a groshong catheter was returned for evaluation. Gross visual, microscopic visual and functional evaluations were performed. The investigation is confirmed for the reported catheter fracture, suction issue, migration, material separation and identified dent in material issue as as a complete circumferential break was noted approximately 8.6cm from the distal end of the cath-lock that was elliptical in shape and also a full break in the catheter would compromise the flow path resulting in suction issue. Further, the edges of the complete circumferential break were jagged, with granular break surfaces. During functional evaluation, both the port body with attached catheter segment were patent to infusion and aspiration without any issue. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2021), g3, h6 (device, method). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 12/2021).

Event description:
It was reported that sometime post port placement, there was no venous return despite 3 attempts upon injection of nacl the patient felt pain. It was further reported that the catheter was migrated to the distal end into the cardiac and the distal end removed. The patient status was unknown.